Event description:
The customer reported a "speaker malfunction". It is unknown if the device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.